Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received a drain complications alarm during drain two of their therapy. The patient eventually cancelled their treatment and upon removing the supplies, discovered that fluid had leaked within the cassette compartment of the cycler. The patient reverted to manual supplies to complete their therapy. Following the discovery of fluid, the patient contacted a technical support representative for assistance. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. Upon cancelling the treatment the patient discovered that the drain line clamp was clamped which was causing the drain complications alarm. The patient reverted to manual supplies to complete their treatment. Follow up with the patient¿s peritoneal dialysis registered nurse verified that there was no patient injury or medical intervention required as a result of the reported leak. The cause for the leak was unknown. The cassette used at the time of the incident was discarded. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy without complications.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Upon initiating a simulated treatment on the cycler, the machine alarmed with a ¿make sure heater bag is on heater tray¿ alarm before treatment was cancelled. An internal inspection identified that the cause of the alarm was due to the presence of fluid within the pneumatic filter. The filter was replaced and a second treatment was initiated and completed without further complications. The internal inspection also noted evidence of dried fluid within the recess of the bottom cover adjacent to the pump. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cause of the dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The cycler load cell verification was within tolerance. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.